Event description:
This device was found to be at eos during a routine follow-up. A ram dump was taken and then a reset of the device was attempted. However, the device displayed that it was at eri. On (B)(6) 2012 we were informed that this device had been explanted on (B)(6) 2012.